Event description:
No additional informaiton provided.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2062110. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although the reported damage to the extension tubing was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. We regret any inconveniences this incident may have caused you and your facility and encourage the submission of any physical samples you have available. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima tubing was defective/damaged bleeding from the pipes.